Manufacturer narrative:
Updated: b4, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and observed an automatic refill error was displayed. Operation was checked at the hospital and appeared normal. Long-term continuous operation was performed in-house but the problem was not reproduced. When the drive manifold tests were performed as a test inside the machine, the test passed, but it was noticed that the number on the vacuum side was large. Parts were replaced as this may have been related to a malfunction. A similar drive manifold test was performed and the area with a large leak was found to be the same as other equipment. Fse replaced drive manifold. After that, an inspection was performed based on the inspection sheet. Battery parts were replaced. Equipment calibration was performed. Operation check result: good.

Event description:
N/a.

Manufacturer narrative:
Full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the during the use of cardiosave intra-aoritc balloon pump (iabp) automatic refill error was displayed. No patient injury or harm reported.